Event description:
Customer reported she was having issues with the sensor. Troubleshooting was performed. Customer's blood glucose level was 132 mg/dl. Alert was verified in the history of the insulin pump. Customer inserted the sensor on (B)(6) 2014, on the top side of the thigh. The sensor appeared to be fully inserted and flushed to the skin. Alarms occurred when customer was going to sleep and during sleep. Customer reviewed insertion site, tapping technique, and site location. Customer wasn't able to upload to carelink. Troubleshooting for the transmitter determined it is working correctly. Sensor was expired. Customer was advised that she is having issues due to expired sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.